Event description:
It was reported that the hp microbore cath ext set became detached from the one-link resulting in fluid splatter. The nurse had attached an intravenous (IV) pigtail to a new IV and the patient moved causing the pigtail to catch on the sheets and recoil. When the nurse disconnected the syringe, the extension set became detached from the one-link. No additional information was available at the time of this report.

Manufacturer narrative:
(B)(4). A companion sample was returned for evaluation. The customer reported issue was not confirmed. Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information:a batch review was performed and related issues were identified during the manufacturing of this lot. The reported disconnection and leak could not be confirmed in the returned companion sample. If additional relevant information becomes available, a follow up report will be submitted.